Manufacturer narrative:
The customer's report was observed and attributed to a missing 02 inlet o-ring. The o-ring was replaced to resolve the report. It could not be determined how the o-ring became missing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, oxygen could be heard leaking from the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.